Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not return.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.